Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer: yes device evaluation: the customer provided photographs were evaluated by a subject matter expert. What could be observed was an implanted lens, claiming to be the complaint lens. The optic body of the lens presented with a mark. The root cause of this event could not be determined from photographic evaluation. Inspection of the lens and handpiece would be required to further determine factors that influenced this complaint event. The complaint issue of "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the united states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found that the intraocular lens (iol) had a crack in the acrylic during implantation of the iol into the patient's eye. The unit was prepared with balanced saline solution (bss) as per instructions. The lens remains implanted and no further details were provided.